Event description:
The patient was taken to surgery for sinus septoplasty and submucous resection. The ent md attempted to place the acclarent sinus balloon catheter and inflate it when he noticed it had burst. Md removed device, replaced it with a second device which also ruptured. Two balloons of same make/model both failed. A third balloon catheter was obtained and worked appropriately. The two ruptured devices were retained and it is unknown why they failed. There is a question whether they were defective or if it is possible the patients bone could have lacerated the balloons causing the failure. No injury to patient with these events. Surgeon was able to complete the procedure and patient was taken to pacu for recovery.